Event description:
Affiliate reported that the patient had bone flap craniotomy and sensor implantation on 2012-(B)(6). Three days after the surgery, the mircosensor could not be detected. The surgeon took it out of the patient. The surgeon used mannitol to treat the patient. Ne

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor area. Suture attached to catheter body. Several kinks and bends along catheter body. Internal catheter wires broken 19.2cms from sensor case. No testing was possible; mfg. Date: 5/9/2012. Based on the above evaluation it appears that the device was inadvertently damaged by the customer during use. No further action is required. Trends will be monitored for this and similar events. At the present time this complaint is closed.